Event description:
It was reported that the variax dr plate was used for the fracture of the distal radius on (B)(6) 2010. The plate was transformed and the distal radius refractured when the pt fell on the bathroom floor on (B)(6) 2010. On (B)(6) 2010 variax long plate was used for the refracture. Now, the pt is under observation.

Manufacturer narrative:
Investigation in process, but not yet complete.